Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the jaw of the endo clinch ii broke and became loose. The sample will not be returned because it was not decontaminated. No surgical time was extended and no harm to patient, no blood loss of more than 500cc. The doctor opened another endo clinch ii and continued with the procedure. No part of the device fell into the body cavity. The device was not reprocessed or re-sterilised prior to its usage.